Event description:
It was reported, the programming head failed to interrogate intermittently. The programming head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Head uplink amplitude is out of specification; the head cable is out of electrical specification.